Event description:
The pt received his ipg on (B)(6) 2010. It was reported the pt was charging (B)(6) for three hours. It was reported that after three days of use the ipg shuts off. Follow up revealed the pt is working with his physician with this issue, which may include an ipg replacement.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.